Event description:
It was reported that during a low anterior resection, the device did not staple but it did cut. Half of the staples remained on the jaw. It happened two times in a row. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.